Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to low pacing impedance out-of-range of over 200 ohms. Reportedly, the physician was attempting to implant this lead in the left bundle, however, a suitable spot was unable to be found while burrowing into the septum. After several implant attempts, tissue became entwined in the helix mechanism and it was no longer able to be retracted. Another rv lead was used as replacement and the implant procedure was completed successfully. The sales representative indicated that the low impedance measurements were likely due to the mentioned unsuitable spot, the measurements were consistent in every implant attempt. This rv lead is not expected to be returned for analysis and no adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.